Event description:
Reporting status: serious injury/permanent damage. Reporting rationale: dislodged stent remains in pt's coronary. Device issue: dislodged stent. It was reported that there was an attempt to direct stent in (contrary to IFU) the ostium of the right coronary artery. When finished, it was realized that the stent was really not in the [intended] vessel, but right next to the catheter and did not make it in the planned artery. There was no fault to the product, it was a miss. The stent was lost in the pt somewhere, and could not be found. There was no attempt to retrieve the stent. The pt is good, there were no complications. No add'l event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - potential causes for stent dislodgement, as observed in past incidents, may include improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation for use, negative pressure during sheath removal, forced sheath removal, handling of the stent during preparation for use, or interaction of the stent with the lesion, accessory devices and/or previously implanted stents. In this case, a conclusive root cause could not be determined.